Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The caller stated that sometimes insulin squirted out, and the device stops functioning in the middle of priming. Reviewed the alarm history and found the error. Advised the customer to revert to back up plan. The customer's blood glucose reading was 156mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.